Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to supra ventricular tachycardia (svt) with rapid ventricular response. It was additionally noted that the right atrial (ra) lead exhibited intermittent undersensing during arrhythmia episodes. The device remains in use. No further patient complications have been reported as a result of this event.